Event description:
It was reported, the camera head had oily residue in between the gap near gold connecting pins. According to the reporter, it was disinfected and washed twice but the residue persisted to stay inside. The intended diagnostic procedure (ureteroscopy) was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
The customer provided additional information regarding the cleaning practices performed at the customer site. The customer did not clean, disinfect or sterilize the device prior to sending it to olympus. The customer did not know what the oily substance was. There were no any abnormalities in the accessories used for reprocessing, the customer wiped/brushed all external surfaces of the endoscope, with clean lint-free cloths, brushes, and/or sponges and the reprocessing was performed in accordance with the instructions for use. The device was returned to olympus for evaluation and the customer's allegation of oily residue was confirmed. Additionally, other evaluation findings include the following: crack on the connector. Device history record (DHR) review: a DHR was reviewed and no issues that could have caused or contributed to the reported issue were found. Instructions for use (IFU): "if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the camera head and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the camera head to olympus for repair as described in section 5.4, ¿returning the camera head for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal when any irregularity be observed." Reference page 39 as per IFU. "Never use the camera head on a patient if an irregularity is observed. Damage or an irregularity in the camera head may compromise patient or user safety and may result in more severe equipment damage." Reference page 39 as per IFU. The most probable cause of the complaint is cause traced to component failure. Olympus will continue to monitor the field performance of this device.